Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for malignant pain and cancer pain. It was reported on (B)(6) 2020 while checking the pump low reservoir alarm date, the patient reported a message on their personal therapy manager (ptm) indicating the motor had stalled for 67 hours. The patient did have a magnetic resonance imaging (MRI) on (B)(6) 2019. The patient was instructed to activate the ptm, which was successful indicating a recovery. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was delayed motor stall recovery following MRI. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to MRI. No further complications were reported/anticipated.